Manufacturer narrative:
(B)(4). Results: mi.

Event description:
The patient had an endeavor sprint drug eluting stent implanted in an unknown vessel during index procedure. Approximately 24 months post index procedure the patient suffered a mi. Investigator did not indicate whether the reported event was related to the study device.